Event description:
Customer reportedly received the following results on the aviva system: 05:14 39 mg/dl 05:15 hi (greater than 600 mg/dl) 05:16 135 mg/dl 05:17 170 mg/dl 05:18 149 mg/dl 05:24 184 mg/dl 05:25 156 mg/dl low blood glucose symptoms were reported with these results. The customer drank a "sugary" drink and fell back to sleep; low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.